Event description:
On 3/15/2000 customer informed baxter sales of 9 donor reactions, which were described as common symptoms associated with apheresis. These reactions were said to have occurred from 1/1/2000 to 3/15/2000. The customer's initial reason for contacting baxter was in relation to four alleged reactions, associated with a single instrument. The add'l five reactions were referenced during the conversation and were unrelated to the instrument in question. This report is for donor #5. Donor has been donating since march 1998. Donor was not taking any medications prior to donation. Upon completion of the 40-minute procedure donor's symptoms were lightheadedness, nausea, pale, diaphoretic, warm, and syncope. Reporter indicated difficulty with venipuncture which resulted in the IV being blocked and therefore no saline was administered. Donor was given an ammonia inhalant, cold compress, orange juice with sugar, and was placed in the trendelenburg position. Donor was released in good condition. Donor center believes this to be a normal reaction known to be associated with plasmapheresis procedures.